Event description:
It was reported that auto mode switch episodes due to far r-wave oversensing issue was observed. Patient was asymptomatic. The device was oversensing far r-wave ventricular pacing and premature ventricular contractions were causing the inappropriate auto mode switch episodes. Programming changes were recommended. No further information available.